Manufacturer narrative:
The company representative replaced the backup battery but it was not returned for investigation. Received images confirm the leakage and damages to other components in the area where the battery is located. We have not been able to determine the true cause of the leakage.

Event description:
Manufacturer´s ref # :(B)(4).

Event description:
It was reported that the internal backup battery leaked acid. There was no injury reported. Manufacturer´s ref # : (B)(4).